Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulties performing the load sequence. Customer experienced an elevated blood glucose (bg) level in the high 500's mg/dl. Bg was addressed by delivering a correction bolus and administering a manual injection. Supply changes were performed and customer was able to successfully resumed insulin.